Event description:
The surgeon implanted a cc4204bf collamer lens. The surgeon noticed a posterior capsular tear. The incision was enlarged to remove the lens and required a suture to close the wound.